Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced blood glucose levels as high as 11.4 mmol/l. The customer felt that the insulin pump was not delivering insulin properly. Troubleshooting was performed, and the insulin pump was programmed correctly. Advised to speak with a healthcare professional about trying a different infusion set. Nothing further was reported.